Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. Add'l lot: 54559.

Event description:
The customer stated that a negative axsym cmv igg result of 12.0 au/ml was questioned by a physician because the 33 year old pregnant patient previously tested positive. The following results were provided for this patient: in 2007: 35 au/ml. In the same month: 35 au/ml. The following month: 12.7 and 12.0 au/ml. November 28, 2007: 12.0 and 9.9 au/ml. The following month: 14.8 au/ml. No impact to patient management was reported.